Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned all windows, checked the cuvette manufacturing, probe alignments, and ran quality controls. There were no issues noted. The systems check was run and precision testing was run on quality controls five times and passed. The cause of the discordant tac results is unknown.

Event description:
Discordant, falsely elevated tacrolimus (tac) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s) who questioned the results. The samples were repeated in duplicate on the same instrument and resulted lower. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tac results.